Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2016-02354. It was reported the patient's leads migrated which was confirmed by x-rays. Surgical intervention is planned to address the issue.

Event description:
Device 2 of 2. Reference MFR report #1627487-2016-02354. It was reported the patient underwent surgery where the leads were explanted and replaced. The patient's system was programmed and the patient reportedly receives effective stimulation therapy.

Manufacturer narrative:
The returned product(s) was not analyzed for the complaint of lead migration as the allegation cannot be confirmed or refuted via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2016-02354